Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
It was reported that a beta bionics ilet user accidentally cracked the screen, and it's not responding. The patient will use backup therapy until the replacement arrives. There was no report of any patient harm or adverse event associated with this report.